Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited high out of range shock impedances. Additionally, increased pacing thresholds and increased pacing impedances were observed. A chest x-ray was obtained and lead dislodgement was confirmed. A revision procedure will be scheduled to reposition the rv lead. No revision has been scheduled at this time due to a non-cardiac injury. No adverse patient effects were reported.